Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel, tip seal observation, and blood noted on helix mechanism; the analyst noted that the helix would not extend due to being over-retracted; full lead returned and analyed.

Event description:
It was reported that the helix was not working. No patient complications have been reported as a result of this event.